Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not reported. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to stretch and/or detach. A guide wire being over pulled or over torqued that would require the tip to be trapped, in order to create the required forces to damage the wire as described above. Although there was no resistance noted during removal of the aspiration catheter over the guide wire, it is possible that the guide wire could be trapped within the lesion anatomy which could contribute to the reported separation. The guide wire and non-abbott aspiration catheter were not returned which could have aided in the evaluation. A conclusive cause could not be determined for the reported guide wire separation and there is no indication of a product quality deficiency. This type of reported event will continue to be monitored. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the lot number was not reported. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the patient was an acute myocardial infarction patient with a mid right coronary artery lesion. The balance middleweight guide wire was placed and a non-abbott aspiration catheter was used. During removal of the aspiration catheter, the guide wire separated. No resistance was noted during removal. No intervention was performed, as the separated portion was removed inside the guiding catheter. No adverse patient effects were reported. No additional information was provided.